Event description:
It was reported that the customer experienced elevated blood glucose levels (310 mg/dl). Customer is using the same settings that were used on previous non tandem pump. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.